Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked extending from the threads to below the grip pad. The battery cap threads were found to be damaged. The battery cap was not able to be fully secured to the pump and was not able to maintain and electrical connection with the pump. A test battery cap was used to complete the investigation. The test battery cap was not able to be fully secured to the pump. No power losses occurred with the test battery cap. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump would not power on. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.